Manufacturer narrative:
(B)(4). Insulin pump passed active current measurement and displacement test. Insulin pump received power error detected confirmed in pump history files due to j6 connector resistance issue. Insulin pump failed sleep current measurement due to unexpected battery power loss seen in power graph generated from adapt program and power error detected. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.